Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the patient accidentally pulled out the duodopa 14fr shetty gastrojejunostomy tube and required an additional procedure to be replaced by a physician on (B)(6) 2016. It was stated that another stoma was not created, the new tube was placed through the same stoma. There were no further injuries reported aside from this additional procedure.